Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-07155 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-05838.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, consult to video-assisted thoracic surgery (vast) placed due to catheter "leaking". Vast arrived at bedside to assess. PICC line found to be leaking from insertion site. Chest x-ray ordered. X-ray appears to show line perforation around 3cm from hub. Spoke with minimally invasive surgery. Bariatrics (B)(6) to inform of vast plan of removal. PICC removed at bedside by vast registered nurse. No complications, confirmed line perforation at 2.5cm. Before removal, leaking at site noted that did not result in patient injury.